Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 444, 470 and 459 mg/dl. Customer also stated results from the meter were higher when compared to another device; actual meter to meter comparison results were not provided. Customer stated that she is taking two types of insulin and that her diabetes is hard to control, but her blood sugar has never been this high. Customer stated that she stopped using the meter several days ago. The customer's expected fasting blood glucose test result range is 150 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/29/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report(B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results obtained of 444, 470 and 459 mg/dl. Customer also stated results from the meter were higher when compared to another device; actual meter to meter comparison results were not provided. Customer stated that she is taking two types of insulin and that her diabetes is hard to control, but her blood sugar has never been this high. Customer stated that she stopped using the meter several days ago. The customer's expected fasting blood glucose test result range is 150 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/29/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: result 1: 444 mg/dl date: (B)(6) 2019time: 3:24pm fasting. Result 2: 209 mg/dl date: (B)(6) 2019time: 9:33pm fasting. Result 3: 101 mg/dl date: (B)(6) 2019 time: 8:21pm fasting. Result 4: 470 mg/dl date: (B)(6) 2019 time: 4:10pm fasting . Result 5: 459 mg/dl date: (B)(6) 2019 time: 9:53pm fasting.